Event description:
This report involves a patient who experienced cloudy effluent coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The patient was on unknown medication (dose, route, frequency and duration not reported). Action taken with therapy was not reported. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced cloudy effluent. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.